Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported her blood glucose levels became elevated four days prior. She stated she believes insulin is not being delivered properly. Pt reports performing all boluses as normal. She stated, she began receiving blood glucose readings of 'hi' (>600 mg/dl) throughout the day. Pt reported her husband took her to the hosp at this time. Pt reported, the hospital immediately disconnected the infusion device and put her on an IV. She stated her blood glucose level was 71 mg/dl when she was taken off the IV drip. Pt reported, she reconnected herself to the infusion device with new infusion site two days later. She stated by the following day, her blood glucose readings had returned to 'hi'. Pt reported she was disconnected from the infusion device, returned to ICU, and placed back on an IV drip. Pt stated, she is currently in the hosp. She reported no alerts or error messages have occurred. Pt stated blood glucose levels have been elevated since one day prior to event. Advised pt to allow insulin to warm to room temperature prior to install. On call back ten days later, pt reported, her doctor did not want her to go back on the infusion device yet. She stated she has an appointment two days later to adjust all her basal rates and then, she will go back on the infusion device. She stated, she will call back if her blood glucose still does not regulate while on the infusion device. No product return was requested.